Manufacturer narrative:
Product complaint # (B)(4). D4: updated UDI. D9: device returned. E1: reporters state: (B)(6). Investigation summary: background: the tips of both drivers got stripped during final tightening. A second similar set which was at the hospital had to be opened for other drivers in order to complete the surgery. This complaint involves two (2) devices. H6: investigation flow: damage. Visual inspection: the stardrive screwdriver shaft t8 self-retaining/qc (p/n: 03.617.902, lot number: 3l91326) was received at us cq. Visual inspection of the complaint device showed the distal end of the device was twisted and stripped. The condition of the device is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Investigation conclusion: after a visual inspection per guidance provided in windchill document (B)(4) , it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: device history lot: product code: 03.617.902; lot number: 3l91326; manufacturing site: haegendorf; release to warehouse date: 27. Mar. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6), 2021 that the tips of both drivers got stripped during final tightening. A second similar set had to be opened for the other drivers in order to complete the surgery. The procedure was successfully completed with a five (5) minute delay. This report is for one (1) stardrive screwdriver shaft t8 self-retaining/qc. This is report 1 of 2 for (B)(4).